Manufacturer narrative:
The product is available for evaluation and testing, as it was discarded at the user facility by the tech. Additional information will be submitted within 30 days upon receipt.

Event description:
When the smart control self-expanding stent was removed from the box, it was noticed that the stent was partially pre-deployed. Consequently, another smart control stent was used for the interventional procedure to a left av fistula. Further information noted that such devices are store in a storage room under cool temperature. There was not damage to the box or inner packaging, and it was confirmed this device failure did not occur during prep but rather was observed once the device was removed from the box.